Event description:
There was an allegation of a questionable tina-quant albumin gen.2 result for two urine patient samples tested on the cobas c 303 analytical unit. One example of discrepant results was provided: the high result was 41,000 mg/l. The low result was 8,900 mg/l.

Manufacturer narrative:
The reagent lot number was 921496. The expiration date was requested, but was not provided. The field service engineer (fse) adjusted the main pump pressure, corrected the basic cleaning solution consumption settings, adjusted the sample probe, performed the piercer modification, adjusted the reagent probe, and verified the water flow rates and fill volumes at the wash stations. The investigation determined that the service actions resolved the issue.